Event description:
It was reported that there was an issue with a cartridge not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided to remove the case, inspect, and clean the pneumatic tap area, remove an o-ring, and successfully reload the cartridge, allowing them to resume insulin therapy.